Event description:
The customer reported that the unit failed to charge the battery.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to charge the battery. The unit was evaluated locally by a philips field service engineer and the failure was verified. Replacement of the power supply resolved the failure. The unit passed all post-servicing testing and remains at the customer site.